Event description:
Company representative reported on behalf of healthcare professional "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray".

Manufacturer narrative:
Corrected data: b1, b2, h1

Event description:
Company representative reported on behalf of healthcare professional "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side. Device status unknown.